Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations.   Upon further investigation of the reported event, the following information is new and/or changed: identification of evaluation codes 10, 213, 67. Method code: 10 - testing of actual/suspected device. Results code: 213 - no device problem found. Conclusions code: 67 - no problem detected. Visual inspection upon receipt showed heavy deposits on the vein harvester. After appropriate decontamination, the wiper was tested to work appropriately and would wipe water from the end of a stock endoscope. A retention sample was visually inspected, with no anomalies. Then a stock endoscope was inserted into the returned vein harvester. The wiper moves as expected over the tip of the endoscope. All wipers undergo inspection for operational performance and function during the manufacturing process. The most likely root cause is customer technique in using the device. It is possible that the significant foreign matter adhered to the wiper in the distal end of the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations.  Upon further investigation of the reported event, the following information is new and/or changed: (identification of evaluation codes 11, 3331, 4114, 3221, 67, 4315) . Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code #1: 67 - no problem detected conclusions code #2: 4315 - cause not established a sample was not returned, so a thorough investigation was not able to be performed. A retention sample was visually inspected and found to have no anomalies. All wipers undergo inspection for operational performance and function during the manufacturing process. A root cause could not be determined without the actual complaint sample. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the wiper gave out. It was a 4 hour long harvesting case where the same device was used in both very large, heparinized legs. The wiper worked for the majority of the four hours while harvesting both legs before wearing out. The case was converted to open vein harvest. Product was not changed out. Procedure was completed successfully.